Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect control printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The device functioned as intended and no anomalies were reported. No further investigation.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the cause of the reported event was that the device¿s user interface module (uim) was malfunctioning. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for evaluation and repair. The alleged faulty user interface module (uim) was received and routed to the carefusion factory service department for evaluation. The carefusion factory service technician evaluated the user interface module (uim) and was able to reproduce/verify the reported issue. The carefusion factory service technician determined that the cause of the issue was a malfunctioning control pcba within the user interface module (uim). The carefusion factory service technician replaced the control pcba and ran the user interface module (uim) through a complete checkout per the factory service procedures. Upon completion the uim (user interface module) was returned to the distributor in (B)(4) ready to be reinstalled on the device so that it can be returned to the user facility and be placed back into service.

Event description:
The distributor in (B)(6) reported that the user facility's medical engineer reported to them that during per use checks the device's touch screen malfunctioned.